Event description:
This rv lead was implanted on (B)(6)2010 and remains implanted. It was reported to technical services on (B)(6) 2012 that this lead has high thresholds and was to increase the lead to 4v. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).